Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative tested 5 other cd's and was unable to replicate the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was becoming unresponsive when loading a patient disc. The mouse would move, but the manufacturing representative could not navigate the software or remove the disc from the drive. The same disc loaded on another system. Pressing ctrl + alt + backspace was unable to execute a system reboot. The manufacturing representative noted that he would try loading another disc on this system to see if the same behavior occurred. There was no patient involved.